Event description:
Customer reports that a piece is broken from battery cap and thread was exposed. Customer was advised that insulin pump would need to be replaced. Customer also reports to have received a no delivery alarm which was resolved with a complete infusion set change. Customer reports a past even of hospitalization. Customer was hospitalized on (B)(6) 2013. Customer reports of being without insulin for seventeen hours due to infusion set not properly inserted. Customer was also taken to the emergency room on (B)(6) 2012 due to not feeling well and throwing up blood. Customer also noticed that infusion set had not entered the body. Customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.